Event description:
Upon opening, the inner and outer blisters were adhered together. Another device was readily available and used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the package for this femoral component was not returned to co so that an evaluation of the seal complaint is not possible.